Manufacturer narrative:
The patient included in this study was treated with prevena therapy from (B)(6) 2011 to (B)(6) 2011. It is unknown when the event occurred as this information has not been provided. Based on information provided, it cannot be determined that the alleged infections are related to prevena therapy. It was stated, "the aim of this study was to investigate if a new negative pressure incision management system, prevena, could reduce the incidence of groin wound infections after vascular surgery." It is unknown if pre-existing infections were present based on the patient population included in this study. Device labeling, available in print and online, states: the prevena incision management system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area. Infected wounds: as with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge, or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and / or orthostatic hypotension, or erythroderma (a sunburn-like rash). Silver in the interface layer of the prevena incision dressing is not intended to treat infection,but to reduce bacterial colonization in the fabric. If infection develops, prevena therapy should be discontinued until the infection is treated.

Event description:
Kci received article, experience with a new negative pressure incision management system in prevention of groin wound infection in vascular surgery patients. Journal of vascular surgery. 2013 mar;57(3):791-5. Doi:10.1016/j.jvs.2012.09.037 that reported three patients developed szilagyi grade I infection, defined as only dermal involvement. All three patients were successfully treated with a seven day course of oral antibiotics. The unit's serial number was not provided, therefore kci cannot conduct a device evaluation of the unit.